Event description:
The customer alleges that the medical agent did not go through the flat filter insertion. A new kit was used and the procedure was completed without any complications.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the medical agent did not go through the flat filter insertion. A new kit was used and the procedure was completed without any complications.

Manufacturer narrative:
(B)(4). The customer returned one flat filter for investigation. A visual exam was performed and it was observed that the filter had tooling marks on the female luer. The filter also appeared to have been injected into with excessive force as the plastic around the seam of the filter was white, as if extreme pressure had been applied. The openings in the male and female luers of the filter appeared typical. A hole was present in both luers for liquid to enter and exit from. No other defects were observed. A manual flow test was performed and a syringe was connected to the flat filter at the female luer. Using hand pressure, water was injected through the filter. Water immediately exited the male luer of the filter, and the filter also leaked along the seam. The reported complaint of a blocked filter could not be confirmed based on the sample received. However, the flat filter did leak. The filter leak appeared to be the result of high pressure applied during injection as the plastic material around the seam appeared to be damaged. A DHR review was performed on the flat filter with no evidence to suggest a manufacturing related cause. Therefore, a potential root cause could not be determined based on the information provided and the condition of the sample received.